Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.

Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reverting to the set-up mode. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 3:30pm. In addition to oral medication (type and dose unspecified), the patient stated he also manages his diabetes with diet and/or exercise; however, the patient denied taking any action in regards to his diabetes management in response to the alleged meter issue. As a result of the reported issue, the patient claimed he developed a symptom of sweating ten minutes later. The patient however, denied receiving any medical intervention following the alleged product issue. At the time of troubleshooting, the csr noted that the patient was using the subject meter for the first time and there was not trauma to the subject meter. The csr guided the patient trough the proper testing procedure (per owner's booklet recommendation) and the alleged issue was resolved. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed a symptom suggestive of hypoglycemia after the alleged meter issue began.